Manufacturer narrative:
Additional information: g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported bent pin issue and subsequent cancellation could not be determined.

Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
During an atrial fibrillation procedure, there was a communication issue with the amplifier and a bent pin on the field frame cable resulting in cancellation of the procedure. The field frame generator was not able to connect to the amplifier. Despite multiple restarts of the amplifier and display workstation, and after verifying all connections, it was found that one of the pins on the field frame cable was broken. The cable and field frame were exchanged but the issue did not resolve. The system was switched to navx mode, however the catheters were not visible. It is alleged that the amplifier was causing the issue. Due to the issue not being resolved, the procedure was cancelled.